Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, prime/compromised force sensor system, excessive no delivery and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump alarmed motor error. Blood glucose value was 320 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.